Event description:
Additional information received reported that the patient was admitted on (B)(6) 2014 for inpatient rehabilitation for the principal issue of central nerve system (cns) demyelination and active problems of encephalopathy, conjunctivitis, blindness, left hemiplegia, renal insufficiency, dysphagia, hypothyroid, agitation, diabetes mellitus, ulcer of sacral region, obstructive sleep apnea, thrombocytopenia, and healthcare-associated pneumonia. The patient was placed on a triple antibiotic therapy for the pneumonia and an increase in his breathing treatments. The patient developed an alteration in his mental status. It was determined that the patient was no longer able to participate in his rebuilt patient program and was not medically stable. The patient was unable to participate in rehabilitation due to his condition. The patient was transferred to acute care. The patient was frequently beyond arousal and was often agitated. The patient eventually became unresponsive. A chest x-ray, ultrasound, MRI of the brain, EKG and eeg were performed and revealed some abnormalities. The patient¿s renal issues continued to worsen and the patient was put in hospice or palliative care on (B)(6) 2015. The patient was admitted for uncontrolled pain and agitation. The patient¿s symptoms were managed and palliated prior to the patient¿s peaceful death on (B)(6) 2014. There was no information that the patient¿s hospitalization and cause of death were related to the device or therapy.

Event description:
It was reported that the patient had the device implanted on (B)(6) 2013. After his surgery he started to get weak and fatigued; it was noted they thought it was his diabetes. The patient became more confused and the hospital thought it was a stroke. Things got worse and worse and he ended up being paralyzed on his left side. He was taken to mayo and had the stimulator removed in (B)(6) 2014 because he was unable to get an MRI. The last time the patient was seen by the healthcare provider (hcp) was in (B)(6) 2014. The patient¿s wife had called and let them know the patient was in the ICU in april of this year.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).